Manufacturer narrative:
Device has been returned to pioneer surgical technology and is awaiting evaluation. Per the surgical technique for this system the driver is to be used only with the torque limiting handle. The most likely cause of the tip to breaking off is that the surgeon did not use this torque limiting instrument during final locking. If there is more information gathered from the results of the instrument evaluation this MDR will be updated.

Event description:
During a posterior fusion case the surgeon dropped the torque limiting handle while locking down the set screws into the construct. While the sales representative went to get another torque limiting handle the surgeon chose to use another instrument to attach to the driver to lock the set screws down. Since it did not have a torque limiting feature the driver was torqued beyond the limit of the material and the tip broke off in the set screw and was not able to be retrieved.